Event description:
The reporter stated the pt called and said she wanted a sample of the ulnar head replacement placed in her wrist in (B)(6) 2011. She stated that she started having a rash on her wrist that moved associated with swelling and pain. They tried several things including changing her cast and topical applications which have not changed her condition. She has taken an allergy test and nickel reactions have been inconclusive. (B)(4). She is wanting to get a disk from us so that her doctor can use it to test her with. She volunteered that she has had 4 previous operations on the wrist and two cortisone shots with (B)(6) prior to the implant. Her other wrist has also been operated on using a different procedure (bone replacement).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.